Manufacturer narrative:
The actual product nor photo representation was provided. Also, a review of the device history record (DHR) was not possible since a lot number could not be provided. However, a review of non-conforming material report (ncmr) for the reported container was performed for the past 12 months and no manufacturing or material defects were identified that could have caused or contributed to the reported incident, ¿missing lids¿. A lot number was not provided so it was not possible to confirm if the product was manufactured before or after corrective action implementation. The weighing system has already been implemented for this containers manufacturing process to ensure the correct quantity of pieces per box before shipping. Unfortunately, a weighted label placed on the box by the weighing system is required to identify or confirm this issue. The root cause is unknown. The issue possibly occurred during repackaging or distribution. Based on these findings, our investigation is inconclusive.

Event description:
Material no.: 305487 batch no.: unknown. It was reported that before use of the bd¿ nestable sharps collector the lids were missing. There were three occurrences reported. The following information was provided by the initial reporter: verbatim: distributor called to report that customer states that they received 3 containers with no lids.

Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
Material no.: 305487, batch no.: unknown. It was reported that before use of the bd¿ nestable sharps collector the lids were missing. There were three occurrences reported. The following information was provided by the initial reporter: verbatim: distributor called to report that customer states that they received 3 containers with no lids.